Event description:
The customer contacted baxter's technical service center regarding a check patient line alarm, which occurred on the homechoice at connect yourself. Baxter's technical service representative (tsr) advised the home patient (hp) that he could connect as long as there were no air bubbles in the patient line. The hp stated the patient line was filled with air. The hp explained he had connected and then started prime, so he disconnected and capped of the transfer set only. The tsr explained the set-up would have been compromised without a sterile cap on the patient line. The tsr advised the hp to start over with new supplies. Product surveillance contacted the hp regarding this report. The hp stated the cause of the air was unknown. Therapy had to be ended and restarted with new supplies. The hp stated he did not experience this problem with any other cassettes. A companion sample was not available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a check patient line alarm and air in the patient line. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The cause of the alarm is user error - the patient connected before priming. This review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter (B)(4).